Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 72 mcg/day) via an implantable pump for spinocerebellar degeneration. It was reported pump stop occurred multiple times. The event date was not reported. The patient contacted the physician reporting the alarm of the intrathecal baclofen (itb) pump rang. The event was considered serious. The hcp obtained the log at the outpatient visit and confirmed pump stop 4 times. It was reported, "there was no particular problem with the patient¿s physical condition and spasticity till this point after returning to the origin." The outcome was considered recovered. The causality of the event was considered not related to the drug, catheter, programmer, or surgical procedure, and related to the pump. Additionally, regarding complications, it was reported, "the acute phase was deep venous thrombosis (dvt)." Further complications were not reported. Additional information was received. The phrase "there was no particular problem with the patient¿s physical condition and spasticity till this point after returning to the origin" was clarified to mean there was no abnormal clinical symptom or worsening of spasticity when the pump alarm sounded. Additional information indicated acute deep vein thrombosis (dvt) was not observed in this case [the report of dvt was an error]. The patient would come to the outpatient clinic on (B)(6) 2020 and the log would be checked. It was indicated if withdrawal symptoms such as worsening spasticity occurred, the patient was asked to take an oral spasticity therapeutic agent for emergencies. It was indicated, "whether magnetic matte etc. Was used is confirmed, but it was heard that there was no particular use of objects that were likely to interfere."